Event description:
It was reported that the pt experienced a burning sensation as well as a shocking/jolting sensation. The pt was at the ER. The stimulation had been turned off 4 hours prior, but the pt still felt the shocking/jolting. It was unclear as to which device was the source of the symptoms. The pt was redirected to their implanting physician. Additional information was requested. See MFR # 3004209178201100676.

Manufacturer narrative:
(B)(4).